Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle deployed early; indicating a needle mechanism failure. The patient's blood glucose levels were 9.5 mmol/l (171 mg/dl) at the time and the pod was not worn.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device or the data from the device. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.